Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where an unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung xcover 3 phone with an unspecified android operating system. The customer reported they ¿got sick and was in the hospital for 9 days due to black blood ketones¿. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for app stopped working. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of an operating system and app versions, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via email where an unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung xcover 3 phone with an unspecified android operating system. The customer reported they ¿got sick and was in the hospital for 9 days due to black blood ketones¿. Attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.